Manufacturer narrative:
This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission. It may not have been thoroughly investigated or independently verified before the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the report event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against the background, and no particle was noted during this inspection. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. At the production, the product was not returned for evaluation; no definitive conclusion can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available. Manufacture-related complaint number is (B)(4).

Event description:
It was reported by the representative that the customer noted white dust particles inside two implant boxes. Two boxes were affected, but no patients were involved. No other details were provided.

Manufacturer narrative:
Additional information: d4, d5, e3, h6 , h11. Investigation results: an analysis of the product could not be conducted because a physical sample was not received for evaluation. However, an investigation was performed on the evaluation of the manufacturing records for the finished device lot number, and no non-conformances or manufacturing irregularities were identified. As part of the quality process, all devices are manufactured, inspected, and distributed in accordance with approved specifications. Additional complaint information will be reviewed for potential safety signals through complaint trending as part of our post-market surveillance. If a product sample is received later, we will update the investigation accordingly. "A manufacturing record evaluation was performed for the finished device lot number 3945031 (product code nr-0257578 was found. Nr reviewer has reviewed the nr file and has concluded, based on the information that nr-0257578 is not related to the reported complaint condition or identified malfunction. The manufacturing number is c25-2861